Manufacturer narrative:
Section d10 references: product ID 3387-40 lot# j0424916v: product type lead product ID 3387-40 lot# j0211882v: product type lead product ID 37603 lot# serial# (B)(6): product type implantable neurostimulator h10. Information was previously reported in 2182207-2024-03273, but then determined to be the same event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient has had revisions to their system, most recently in july 2023. Mdt rep does not have details regarding this revision or possible past revisions. Mdt rep called today's procedure a 'revision' but noted later that the patient wanted to have one single implantable neurostimulator (ins) rather than two so the procedure was done today to take the lead from the activa sc and plug it into the activa rc. Rep connected to inss pre-op and noticed the patient had low impedance on the right lead and the left lead had a high impedance. The rep then connected the left lead into the activa rc and the impedance went from being high to showing slightly elevated (4,200 ohms). The rep then turned the patient's ins on in the operating room and saw a charge density warning--they noted the patient was using contact c/9 for programming and c/9 had impedance in range. Agent reviewed that the charge density warning is not just related to impedance. The case was finished with these issues at hand. The rep noted that the simulation bubble did show orange after the red warning message regarding charge density. No symptoms were reported. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the impedance issues/charge density warning wasn¿t determined. The issue wasn¿t resolved even after wiping down the device and reinserting it.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; product ID neu_unknown_lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep called today's procedure a 'revision' but noted later that the patient wanted to have one single implantable neurostimulator (ins) rather than two so the procedure was done today to take the lead from the activa sc and plug it into the activa rc. Rep connected to inss pre-op and noticed the patient had low impedance on the right lead and the left lead had a high impedance. The rep then connected the left lead into the activa rc and the impedance went from being high to showing slightly elevated (4,200 ohms). The rep then turned the patient's ins on in the operating room and saw a charge density warning--they noted the patient was using contact c/9 for programming and c/9 had impedance in range. Agent reviewed that the charge density warning is not just related to impedance. The case was finished with these issues at hand. The rep noted that the simulation bubble did show orange after the red warning message regarding charge density. No symptoms were reported.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the impedance issues/charge density warning wasn't determined. The issue wasn't resolved even after wiping down the device and reinserting it.

Manufacturer narrative:
Product ID 3387-40, lot# j0424916v, product type lead. Product ID 3387-40, lot# j0211882v, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.